Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 14 mmol/l (252 mg/dl) while wearing the pod between 24 and 36 hours. The patient was reportedly vomiting and had ketones in her urine. When the pod was removed from the insertion site (arm), the pod's cannula was found bent. The patient was treated with a 3 unit pen injection, intravenous fluids and a new pod was applied. The pod was discarded and the patient was released from the ER after approximately six hours.